Event description:
During insertion of pa line by physician, pt began to bleed through endotracheal tube. Pt's sats deteriorated, hr dropped, bp down, meds given per physician . Pt expired? Ruptured pulmonary artery. Medical examiner notified. Body released to m.e.